Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Retain samples were tested for volume resistivity and stability product specifications and all tests passed required specification. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Received two carton units of ophthalmic oil, each containing one unopened, sealed plastic bag with one 8.5ml bottle from the reported lot number. Also included in each carton, one piece of insert literature. No other anomalies were observed. Review of the complaint history showed one similar complaint reported. Review of the compounding, preprocessing, filling and packaging manufacturing batch records (mbrs) showed no anomalies that may have contributed to the complaint condition. A single normal level 1 inspection by attributes for particulate inspection was completed by qa. This product met specifications. Incoming components are verified to meet key design criteria via dimensional analysis and attribute inspection prior to disposition. Finished product testing shows the product lot met specifications. The product insert which includes instructions was reviewed. Based on the manufacturing process of sterile filtration, silicon stopper and glass vial, the root cause of the complaint condition cannot be determined. Potential root causes included: nonconforming unit - finished product testing shows the product lot met specifications. Event outside of the manufacturer's control thus, unable to confirm. The product labeling for the reported ophthalmic oil provides indications for use, contraindications, warnings, precautions, and directions for use to ensure proper use of the product. Instructions also state, ¿all components for single use only¿. A comprehensive evaluation was completed that included review of the complaint history, mbrs, in-process particulate inspections, and finished product testing. The review shows that the manufacturing processes were in a state of control. Based on acceptable mbr reviews, in-process and finished product inspection results, finished product testing results, the lot continues to be acceptable. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).

Event description:
A health professional reported that ophthalmic oil was instilled into a patient's eye during a vitrectomy, scleral buckle and macular peel surgery after which the patient experienced increased inflammation, iritis and uveitis. The patient was treated with increased drops post-operatively. The patient's condition is reported as resolved.